Event description:
The customer reported that during a patient event, their device locked up following the delivery of a defibrillation shock. The customer responded to a cardiac arrest call and during the event, the device appeared to have locked up following what appeared to be a successful delivery of a 200 joule defibrillation shock. The customer indicated that the screen blacked out but the leds of the on and charge buttons remained lit. The customer indicated that the patient did not survive the event but the customer (paramedic) did state that the reported device failure did not contribute to the death of the patient.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. Physio did however verify the reported issue via the electronic patient event records. Proper device operation was observed through functional and performance testing. The customer has received a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a patient event, their device locked up following the delivery of a defibrillation shock. The customer responded to a cardiac arrest call and during the event, the device appeared to have locked up following what appeared to be a successful delivery of a 200 joule defibrillation shock. The customer indicated that the screen blacked out but the leds of the on and charge buttons remained lit. The customer indicated that the patient did not survive the event but the customer (paramedic) did state that the reported device failure did not contribute to the death of the patient.